Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 1st complaint for the lot# 8050911 for the same defect or symptom. There was no documentation of issues for the complaint of batch # 8050911 during the production run. Root cause description: undetermined.

Event description:
It was reported that a bd posiflush¿ syringe had foreign matter on the barrel tip before using. Customer¿s verbatim: ¿ before using, it was found that barrel tip with foreign matter.¿

Manufacturer narrative:
Correction: device manufacture date: 2021-02-28 was changed to 2018-02-19.

Event description:
It was reported that a bd posiflush¿ syringe had foreign matter on the barrel tip before using. Customer¿s verbatim: ¿ before using, it was found that barrel tip with foreign matter. ¿